Event description:
On january 9th, a reintervention was performed to try to reposition a lead that dislodged. It was finally impossible to reposition it. A new vega lead was used to continue the procedure, with adequate sensing but without any pacing with the psa cables and then connected to the defibrillator. The lead remained implanted and the device was programmed in vvi mode.

Manufacturer narrative:
Investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. The reported event may be related to lead positioning issues, which are not entirely unavoidable and can be influenced by various factors (e.g., patient physiology, physician¿s preferred implant site, etc.). However, since the lead was not returned for analysis, no conclusive statement on the root cause can be drawn. This case is retained for trending purposes.